Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation on (B)(6), 2010 that an optiflex nitinol stone retrieval basket was used in a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown).according to the complainant, the basket was used to collect large fragmented stones within the kidney. During the initial entry, the basket wire separated from the knot but did not detach from the device. An unknown device was used to complete the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'stable.'

Manufacturer narrative:
(B)(4):the investigation found the retrieval basket open with only three of the four basket wires intact. The missing basket wire was not returned for analysis. Additional follow up information received indicates the wire was not left in the patient. There were no deformations on the remaining three wires. Functional check found the basket able to retract and deploy when the handle was actuated. The most probable root cause for this complaint is operational context.